Event description:
Patient reported "breast infection, redness, aches, pain in the breast". "Cellulitis/staph infection". Patient additionally reported "lupus, tired/sluggish, and "weight gain;" these events are not related to the device. Patient was admitted to an unknown hospital for three days and was treated with unknown intravenous medications. Later patient reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. Clarification to b3: partial date of 2012 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The events of cellulitis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cellulitis; infection; rupture.